Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 04-apr-2016. It refers to the plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. The plaintiff claimed as result of placement of essure devices the following events: abdominal and pelvic pain, heavy bleeding, and her coil migrated from fallopian tubes. On (B)(6) 2015, essure devices were removed. Follow-up from 26-apr-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding). Additionally, her coil migrated from fallopian tubes. Essure was removed (approximately 5 months after its placement). These events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation into the distal fallopian tube/peritoneal cavity or expulsion into uterus/cervix or out of the body. If device is expelled to uterus, genital bleeding may occur. In this particular case, limited information was provided. Although the exact mechanism of these events is not known; given their nature and their positive temporal relation with essure therapy, causality cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.